Event description:
The home pt (hp) reported a shivering/tingling sensation in her left hand, as if she had been shocked, during therapy using the homechoice cycler. Follow up with the hp reveals that the hp rec'd baxter's urgent device correction letter dated november 2, 2004, which addresses the potential for electrical shock using the homechoice cycler. Hp relates that she had suspected that she may have been electrically shocked and subsequently requested a replacement homechoice cycler. According to the hp, there was no pt injury or medical intervention.

Manufacturer narrative:
Follow up with the hp reveals no difficulties turning device off/on and no electrical shock when turning the device on or off. The hp relates that in retrospect, she does not feel that she had been electrically shocked; however, she does not know what to attribute shivering/tingling in her left hand to. The hp states that she has not had a repeat incident of shivering/tingling in her left hand. The device was returned to the manufacturing facility's product analysis laboratory (pal) and the device's event, therapy, and alarm logs were downloaded and reviewed. The power cord that was returned with the device was inspected and tested. The cord was found to be electrically intact with no shorts, opens or physical damage. Three simulated patient therapies were performed using the patient's therapy settings. During these therapies, no problems were encountered. During these therapies no problems were encountered. The device then had the electrical leakage test and the device passed all testing pertaining to electrical leakage. The cover was opened and an overall general internal inspection performed on the device. No problems were revealed and all connections appeared correct and secure. A more detailed was then performed on the power switch. The inspection found that the retaining pin crimps are intact and there is no evidence of any arcing or overheating present on the switch housing. Power switch function was smooth acting with minimal resistance when turning the device off or on. The switch is of the design that is currently being replaced during the refurbishment process. The device has software version 8.70 installed and 1,137 meter-hours since last refurbishment. The pal evaluated the device and no failure or malfunction of the power switch or the device was identified that could have caused or contributed to the user receiving an electrical shock. Our investigation has confirmed that in one incident the rocker pin of the power switch on the homechoice machine had loosened in the housing causing a short in the switch. This switch is not grounded. All homechoice and homechoice pro devices are being upgraded with a grounded power switch on a next service call basis. In addition, this change is also being made in manufacturing of new devices. All refurbished and new devices manufactured after august 1, 2004 have the grounded power switch. While the likelihood of this type of event occurring is remote, it does present a potential risk to health due to shock. If you experience any difficulty turning your device on or off or if you notice that the power switch is loose please immediately unplug the unit and contact baxter global technical service for immediate assistance.